Event description:
It was reported that the primary audible alarm background test. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were found intact, and the device had no physical damage. A review of the event history log identified primary audible alarm background test. Functional testing was performed using the power up process. Testing was unable to duplicate the reported problem. No root cause could be determined. The speaker was replaced as a preventive measure. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4).